Event description:
The customer contacted beckman coulter, inc (bci) and reported that erroneously low chlorine (cl) results were generated by the analyzer of the unicel dxc 600 synchron system. The customer re-ran the patient samples on their second dxc 600i instrument and obtained cl results within the correct range, which were reported out of the laboratory. The erroneous low cl results were not reported out of the laboratory. The customer provided four examples of the erroneously low cl results along with the repeated results. There was no report of any serious adverse event or injury and there was no affect to patient treatment.

Manufacturer narrative:
The twice-weekly maintenance procedure was in place at the laboratory and the room temperature was well-controlled. Pre-analytical effects and sample handling were discussed with the customer. A bci fse (field service engineer) examined the instrument and found bubbles in the ratio pump. The fse replaced the ratio piston and rebuilt the ratio pump and while these measures resolved the problem, a clear root cause could not be determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) and reported that erroneously low chlorine (cl) results were generated by the analyzer of the unicel dxc 600 synchron system. The customer re-ran the patient samples on their second dxc 600i instrument and obtained cl results within the correct range, which were reported out of the laboratory. The erroneous low cl results were not reported out of the laboratory. The customer provided four examples of the erroneously low cl results along with the repeated results. There was no report of any serious adverse event or injury and there was no affect to patient treatment.

Event description:
The customer contacted beckman coulter, inc. (Bci) and reported that erroneously low chlorine (cl) results were generated by the analyzer of the unicel dxc 600 synchron system. The customer re-ran the patient samples on their second dxc 600i instrument and obtained cl results within the correct range, which were reported out of the laboratory. The erroneous low cl results were not reported out of the laboratory. The customer provided four examples of the erroneously low cl results along with the repeated results. There was no report of any serious adverse event or injury and there was no affect to patient treatment.

Event description:
The customer contacted beckman coulter, inc. (Bci) and reported that erroneously low chlorine (cl) results were generated by the analyzer of the unicel dxc 600 synchron system. The customer re-ran the patient samples on their second dxc 600i instrument and obtained cl results within the correct range, which were reported out of the laboratory. The erroneous low cl results were not reported out of the laboratory. The customer provided four examples of the erroneously low cl results along with the repeated results. There was no report of any serious adverse event or injury and there was no affect to patient treatment.

Manufacturer narrative:
The twice-weekly maintenance procedure was in place at the laboratory and the room temperature was well-controlled. Pre-analytical effects and sample handling were discussed with the customer. A bci fse (field service engineer) examined the instrument and found bubbles in the ratio pump. The fse replaced the ratio piston and rebuilt the ratio pump and while these measures resolved the problem, a clear root cause could not be determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Manufacturer narrative:
The twice-weekly maintenance procedure was in place at the laboratory and the room temperature was well-controlled. Pre-analytical effects and sample handling were discussed with the customer. A bci fse (field service engineer) examined the instrument and found bubbles in the ratio pump. The fse replaced the ratio piston and rebuilt the ratio pump and while these measures resolved the problem, a clear root cause could not be determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Manufacturer narrative:
The twice-weekly maintenance procedure was in place at the laboratory and the room temperature was well-controlled. Pre-analytical effects and sample handling were discussed with the customer. A bci fse (field service engineer) examined the instrument and found bubbles in the ratio pump. The fse replaced the ratio piston and rebuilt the ratio pump and while these measures resolved the problem, a clear root cause could not be determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.